Event description:
It was reported that the customer had big differences between sensor glucose and blood glucose readings. Customer stated that the pump shut down overnight due to threshold suspend readings under 70 mg/dl. Customer stayed off the pump and his blood glucose level was 317 mg/dl but it is now 347 mg/dl. Customer's current sensor glucose reading is 116 mg/dl. Differences between readings are not within an acceptable range. Customer was advised to wait at least 5 hours and if the interstitial signal does not recover, sensor should be removed. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.